Event description:
It was reported when using the bd 5ml syringe luer-lok¿ the device was broken during preparation. The following information was provided by the initial reporter. The customer stated: "the nurse found the syringe broken while preparing it for use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-12-03. H6: investigation summary three photos and one sample were received by our quality team for evaluation. From the photos and sample, barrel damage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the samples returned, it is observed that there is damage on the barrel roof, as well as illegible scale line printing on the syringe barrel. The team has investigated and mapped a potential station, the printing machine, which could cause the reported defects. At the printing station, the syringe barrel is picked up by the mandrel to the printing dial pocket. Due to poor feeding from barrel linear track caused the barrel to not be fed into the mandrel and eventually lead to the barrel damage. The poor feeding of the barrel into the mandrel also led to illegible printing as there is no proper holding of the barrel during the printing process. The probable root cause could be due to the belt at the printing station was elongated or spoiled. When the belt is elongated or spoiled, it will cause poor feeding of the molded barrel at the linear track due to an inadequate guiding of the barrel along the linear track. The immediate action taken was changed and the belt was replaced, this occurred after the reported part was produced and the team will continue to monitor the action effectiveness. Communication to the production technicians to raise awareness on the reported defects will occur. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd 5ml syringe luer-lok¿ the device was broken during preparation. The following information was provided by the initial reporter. The customer stated: "the nurse found the syringe broken while preparing it for use."